Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead was dislodged and resulting in loss of capture. The rv lead was explanted and replaced on (B)(6) 2026. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information indicates that diagnostic imaging confirmed the right ventricular (rv) was located outside of the heart shadow, consistent with cardiac perforation. Failure to sense appropriately was also noted.

Manufacturer narrative:
The reported event of dislodgement, failure to capture, failure to sense, and cardiac perforation was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The full helix extension length was measured within the product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. All tip stiffness values tested were within specification. Visual and x-ray examinations of the lead found no anomalies.